Manufacturer narrative:
The zoll catheter in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed.

Event description:
It was reported that during the re-warming phase of ivtm therapy, the nurse discovered that saline was leaking out from the quattro catheter; there was a disconnection between the teal luer and a small plastic tubing which connects to the catheter. The ivtm quattro catheter was placed by an experienced doctor two days earlier without incident. The catheter was inserted in the right femoral vein. The insertion was smooth and was done in one attempt. The ivtm system was to be used for therapeutic hypothermia. The desired target temperature for the patient was 37 degrees celsius with a rate of warming at 0.2 per hour. Immediately after discovering the leak, the nurse indicated the air trap alarm occurred. The nurse tried to reconnect the parts, however no success. Although, the patient was unable to continue with the re-warming phase, it was reported the patient had achieved a temperature of 36 degrees celsius when the issue occurred; desired target range was 37 degrees celsius shortly after the issue occurred, the catheter was removed and discarded. The attending nurse indicated she is not sure if the disconnection was at the in-flow or out-flow of the teal luer port, however, confirmed there was no blood in the start-up kit tubing. The product was discarded and will not be returned for investigation.